Manufacturer narrative:
The analysis results found that the er320 instrument had a partially formed clip jammed in the cam channel - jaws area that did not allow the jaws to close properly upon firing of the instrument. The instrument malformed 6 clips due to the returned condition. No conclusion could be reached as to what may have caused the clip to become jammed. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap chole procedure, the device would not work. Another device was used to complete the procedure. There was no patient consequence. One device will be returned.